Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 14. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2021, the implant was removed upon clinician¿s decision. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, increased sensitivity and hypersensitivity. No further patient complications were reported.